Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose rose 466 mg/dl. Customer's blood glucose was 422 mg/dl at the time of the call. Customer treated their blood glucose with a manual injection and the insulin pump. Troubleshooting did not find any leaks or air bubbles present on the insulin pump. It was also found the customer did not have a bent cannula after removing their infusion set. The insulin pump also passed a high pressure test during troubleshooting. Customer also reported an air bubble present in the tubing during the high pressure test. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.